Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that patient was injected with 1 cc of juvéderm® ultra plus xc in the marionette lines and with 6 syringes of juvéderm® voluma¿ xc in the cheeks/midface. Three days later, the patient experienced an ¿infection¿ and ¿redness¿ on the chin, near an existing chin implant. Pre treatment includes cleaning injection with chlorhexidine. Two days later, the patient was treated with 210 units of hylenex. Symptoms status is unknown. This is the same event and the same patient reported under abbvie complaint (B)(6); (emdr-76177). This MDR is being submitted for the first suspect product, juvederm ultra plus xc.